Event description:
It was reported that during an unknown procedure, the fired clips were partially opened or completely opened. So operator tried to use a new reload, but the same problem happened. So another device was used to carry out this operation. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Damaged articulation gear teeth. The analysis showed that the device was received with the articulation mechanism damaged. The device was received with no reload loaded in the device. The returned device was tested for functionality with a test reload on the three articulated positions; when fire, the staples were malformed due to the damage articulation mechanism. The device was disassembled to verify the condition of the internal components and the articulation gear teeth were found damaged. While no conclusion could be reached on what caused the damage on the articulation gear, it is possible that the device was articulated beyond its articulation stop resulted in the instrument damage. A batch record review was performed and no anomalies were found during the manufacturing process.